Event description:
The lay reporter /wife contacted lfs on (B)(6), 2010 alleging that the test strip holder was damaged on her husband's one touch vita meter and also called alleging inaccurate readings on the patient's meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that due to the damaged test strip holder, the patient has to insert 2 test strips together in order to insert one test strip. The patient then takes the 2nd test strip out and the meter works. He claims if he inserts 1 strip in originally the meter does not work. The patient claims the alleged issue began approximately 2 months ago. A month and ½ ago on an unspecified date and time, the patient obtained readings of 80 mg/dl and a 90 mg/dl. The patient did not exhibit any symptoms and was eating and then he suddenly collapsed. The patient's wife contacted the fire department. The fire department obtained a 20 mg/dl on their meter approximately 15 minutes after the patient had "collapsed". The fire department treated the patient with a medication under his tongue and later was treated with sugar. The patient was retested shortly later on the patient's meter and obtained a 90 mg/dl. It is unknown how soon after treatment the patient regained consciousness. An hour later the lfs meter then read 40 mg/dl. The patient was given glucose by the fire department and then was advised to eat. The patient was not taken to the hospital. Per fire department, the diagnosis was "hypoglycemia, titany crisis and hepilepsy crisis". The product was replaced. The complaint is being report since the patient alleged an inaccurate high reading and soon after collapsed and was treated by the fire department for 20 mg/dl.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.